Event description:
A report was received that after a revision procedure, when the patient tried to charge the implant, he felt a burning sensation and pain around the ipg. The physician recommended for a revision or an explant.

Event description:
A report was received that after a revision procedure, when the patient tried to charge the implant, he felt a burning sensation and pain around the ipg. The physician recommended for a revision or an explant.

Manufacturer narrative:
No further information can be obtained from the patient.